Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue in (B)(6) 2016 by dr. (B)(6). Uneventful device explant due to dysphagia on (B)(6) 2017 by dr. (B)(6). Device was found in correct position/geometry. A replacement linx device (lxm16, lot # 10896, serial # (B)(4)) was immediately implanted after explant of the original device. The patient was reported as doing fine after surgery.